Event description:
Customer reported that power cord for her recently purchased pump started to smoke from the outlet.

Manufacturer narrative:
This issue was identified during complaint remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A replacement power cord was sent to the customer and the original returned for evaluation. Evaluation results were not reported and the product is no longer available for further evaluation/analysis. No definitive conclusion regarding the root cause of the event can be made. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.